Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed and found customer reported that a piece fell off the instrument. Failure analysis confirmed the complaint, finding the instrument grip broken at the base with an ~8.41 mm piece missing, which was not returned. No other damage or abnormalities were observed. The common causes of the failure mode broken instrument grip tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm long bipolar grasper instrument . There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing piece is located at the distal end of the instrument. There is no report of a fragment falling into the patient's anatomy. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.